Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparascopic diagnostic converted to bilateral salpingo-oopherectomy. Event description: during a laparoscopic gynae case on monday 17th june, it was noticed after the 4th port had been placed, that the trocar tip had broken off. The patient had had previous laparoscopic surgery, so the surgeon thought that this was the reason she was having difficulty in placing the port. Is there a recommendation of how many times each trocar should be used before being replaced. Additional information received from applied medical representative via product complaint form on 20jun24: the trocar was used to insert the 4 ports used for the abdominal surgery. The tip of the trocar was noticed to be missing after the 4 port had been placed into the abdomen. The patient had had previous abdominal surgery and the surgeon did find placing the ports not as straight forward as normal. Once the surgery was completed, the surgeon washed the abdomen out with saline but the tip of the trocar was not found. Additional information received from applied medical representative via email (B)(6) 2024: unfortunately, the specimen was discarded, we have advised the customer to retain any affected specimens for future investigations. Type of intervention: once the surgery was completed, the surgeon washed the abdomen out with saline but the tip of the trocar was not found. Patient status: duty of candour was performed on the patient once they were back on the ward.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. A historical trend analysis and review of production records was performed and no relevant documentation was identified. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Corrections: the brand name in section d1 and the primary/additional di numbers in section d4 have been updated.

Event description:
Procedure performed: laparoscopic diagnostic converted to bilateral salpingo-oophorectomy. Event description: during a laparoscopic gynae case on monday 17th june, it was noticed after the 4th port had been placed, that the trocar tip had broken off. The patient had previous laparoscopic surgery, so the surgeon thought that this was the reason she was having difficulty in placing the port. Is there a recommendation of how many times each trocar should be used before being replaced. Additional information received from applied medical representative via product complaint form on 20jun2024: the trocar was used to insert the 4 ports used for the abdominal surgery. The tip of the trocar was noticed to be missing after the 4 port had been placed into the abdomen. The patient had previous abdominal surgery and the surgeon did find placing the ports not as straight forward as normal. Once the surgery was completed, the surgeon washed the abdomen out with saline but the tip of the trocar was not found. Additional information received from applied medical representative via email 25jun2024: unfortunately, the specimen was discarded, we have advised the customer to retain any affected specimens for future investigations. Type of intervention: once the surgery was completed, the surgeon washed the abdomen out with saline but the tip of the trocar was not found. Patient status: no patient injury or illness was reported.